Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that several cs 127 replace battery call service alarms were recorded on (B)(4) 2014. During testing, the pump powered on and emitted a hard cs 127 call service alarm upon start-up. The reference voltage was found to be out of the required specifications. A component on the printed circuit board was found to be defective. The defective component was removed and the reference voltage returned to specification. The pump was able to be exercised with no further alarms or issues. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the grip pad down to the case seal. The returned battery cap was able be fully secured to the pump and was able to maintain an electrical connection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting multiple cs 127 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.